Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the nozzle and the plastic distal end cover had foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is suspected that the image signal was not transmitted properly due to a temporary poor connection caused by water entering the electrical contacts of the electrical connector and the system. The cause of the foreign material remaining in the device could not be specified from the provided information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image noise. The issue had occurred during set up and inspection for use during the set up in room and before the patient arrived. There was no report of patient involvement.

Manufacturer narrative:
Customer name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.